Manufacturer narrative:
The device has not been received for investigation. Should add'l info become available, a supplemental report will be submitted. Covidien ref: (B)(4).

Event description:
A report was received from the USA with info stating that an 840 ventilator compressor popped the breaker and smelled like it was burning. There was no reported pt involvement. The date of the event was not reported.